Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that when she tried to hook up her sensor, she started getting a constant tone. The customer took the battery out and left it out 9 hours but she was still getting the constant tone. She could not navigate the keypad. Customer's blood glucose level was 123 mg/dl. A new battery did not restore normal insulin pump function. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement test or verify the button keypad anomaly due to the blank display. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.